Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a unspecified transpac with safeset where it was reported that the single transducer pressure tubing was connected to an arterial line, when the registered nurse (rn) attempted to draw back on the vamp to draw blood the internal structure of the vamp syringe broke. The tubing was removed from use and a new single transducer set was utilized. There was patient involvement and no patient harm.

Manufacturer narrative:
The reported complaint of plunger tip separation is confirmed on the returned set. During visual inspection, the plunger was found detached from the plunger tip. The plunger tip of the safeset reservoir was separated and unable to be pulled back. The syringe clip was received separated from the safeset reservoir. The probable cause of the detached plunger tip from the plunger is due to the clips not being fully inserted or engaged into the mating component during the manufacturing process in ensenada. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 4/1/2024.